Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the side-arm tubing broke off from the sheath while it was in the patient and the patient was bleeding from the line for several minutes. The nurse discovered the issue while the patient was being monitored in the ICU post-procedure. The sheath was removed and pressure was held for hemostasis. A new sheath was not placed.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.